Event description:
It was reported that the patient underwent full vns replacement surgery due to high impedance that was observed intra-operatively. During attempts at product return, it was revealed that the facility, historically, does not return explanted products. No additional relevant information has been received to date.